Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -14.0% from the desired amount. A corrective and preventative action has been initiated.

Event description:
Underdelivering during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.